Event description:
After tightening cord of stryker sustainability solutions harmonic ace shears, was unable to rotate device. Handpiece was tightened numerous times during case and generator kept noting to "tighten assembly," then generator noted to "replace instrument." Handpiece was replaced with different lot number which functioned without issue for the remainder of the procedure.